Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was 200 mg/dl. The customer stated they are having trouble with tubing and just wasted two of them, when filling reservoir and going through the steps, insulin is coming out of tubing even though she let go of fill. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer stated that she mostly takes the reservoir off when its on the top. The customer was advised that she should always make sure that the reservoir is on top when taking it off of the transfer guard to be sure that the vent does not get blocked. The product will be returned. The product will be returned for analysis.